Event description:
The lead was capped.

Manufacturer narrative:
The reported field event of device reset was verified in the laboratory. The device was in reset mode due to low battery voltage and a power-on-reset (por). Based on parameters and device diagnostics, the device was found to be within longevity estimations. The por was due to normal battery depletion.

Event description:
It was reported that the device was in back-up vvi mode. The patient had been lost to follow-up for over two years.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.